Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 25 mmol/l. Customer declined troubleshooting due to high blood glucose. Automode use was unknown during the process. The customer was also assisted with turning on the bolus wizard feature. The pump will not be returned for analysis.